Event description:
It was reported that the patient had a revision on the asr right hip implant. The reason for the revision is unknown.

Event description:
Reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (b)(64). Reason for original complaint - asr revision, right, asr xl system, reason for revision - unknown. Update - updated reason for revision, original surgery date and revision date taken from claimsuite dated 11th jan 2013. Reason(s) for revision: pain. Update received 16th october 2014. Additional hospital added. Surgeon initial added.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.